Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, completed reset with assistance and malfunction code did not recur thereafter. The customer was advised to continue using the pump.